Event description:
Following a procedure to place 2 spinejack implants it was noted that both implants were expired. The procedure was completed successfully with no delay and no medical intervention or adverse consequences have been reported.

Manufacturer narrative:
Device not returned.